Event description:
It was reported that the right ventricular lead had an insulation break and was oversensing. The left ventricular lead was dislodged. Both leads were capped. No patient complications were reported as a result of this event.